Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several days, no blank display and failed battery alert/battery failed alarm noted. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 14:19:00.000 and (B)(6) 2024 12:29:01.000. Insert battery alarm was found on: (B)(6) 2024 17:20:46.000, (B)(6) 2024 19:53:38.000, (B)(6) 2024 10:14:19.000, (B)(6) 2024 12:24:12.000, (B)(6) 2024 12:24:41.000, (B)(6) 2024 12:25:00.000, (B)(6) 2024 12:25:25.000, (B)(6) 2024 12:25:50.000, (B)(6) 2024 12:27:39.000, (B)(6) 2024 12:27:54.000, (B)(6) 2024 12:29:06.000 and (B)(6) 2024 21:26:50.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 10:14:23.000, (B)(6) 2024 12:24:36.000, (B)(6) 2024 12:24:50.000, (B)(6) 2024 12:25:17.000, (B)(6) 2024 12:25:41.000 and (B)(6) 2024 12:26:08.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 12:35:00 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert on (B)(6) 2024 at 14:19:00.000. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 18-nov-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6) 2024 12:24:20.000, (B)(6) 2024 12:34:00.000 and (B)(6) 2024 17:49:19.000. Lostsensor1alert (780) was found on: (B)(6) 2024 10:19:00.000 and (B)(6) 2024 10:29:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Customer alleged for blank display and failed battery alert/battery failed alarm were not confirmed. However, a high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the opening of the battery compartment, failed battery test, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a battery failed alarm. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a blank display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.